Event description:
It was reported that, a 980 ventilator generated a battery error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code battery voltage in the memory logs relevant to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.